Event description:
Customer reported a potential hazard occurred when the deionized water tank on the au640 clinical chemistry analyzer overflowed, spilling water onto the floor. There were no injuries associated with this event. Beckman coulter customer support personnel instructed the customer to shut off the water source, remove and inspect the float assembly within the water tank. The water was then turned back on. The tank continued to overflow, so an emergency stop was performed and the spill was removed. The float assembly was not properly installed. When this was addressed, the operator was able to restart the system without incident. There were no reports of death, serious injury, or affect to operator safety associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. The fse identified the seal was broken on the di water tank float switch. The fse replaced the assembly. Cause was identified as the broken seal, as replacement corrected the problem. (B)(4).